Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's ipg was inoperable and unable to communicate with external devices. Programmer displayed error message "no generators found". Troubleshooting was attempted to no avail. Surgical intervention may be undertaken to address this issue.